Event description:
According to the available information during patient catheterization, when the balloon was inflated with 20 ml of water, the balloon burst three times on three different catheters (one patient). Clinical consequences and current condition of the patient or person involved: repeated catheterization of the patient: discomfort for the patient, risk of infection, loss of time. Actions taken for the patient regarding the device: new catheterization.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional two devices referenced in b5 is captured under separate reports.